Event description:
Ultra sonic switch is smoking & burning. Can see flames,but can't get to plug to unplug it.

Manufacturer narrative:
Technician replaced cleaner on lamp and socket, and replaced shorted fuses. Unit tested to specifications. Unit was repaired and returned to use. No parts were returned for evaluation. No further investigation is possible.